Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however photographs were provided for review. The photo shows a recent explanted triathlon femoral component with blood and tissue on it. From the photographs provided there is no evidence of the reported event. Dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated:  3 undated, unlabelled color photos of blood stained, intact components including tka femoral, tibial, and tibial poly insert as well as multiple hole metallic plate with a long screw in a distal hole.  No clinical or pmh, no patient demographics, no imaging studies, no operative reports, no examination of explanted components.  Based upon the 3 photographs supplied, neither confirmation of any of the event descriptions nor preparation of a medical report is possible for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, clinical or patient medical history (pmh), patient demographics, imaging studies, operative reports, and examination of explanted components are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for a previous orif performed on the patient's left knee at an unknown date. In reporting a revision of the patient's left knee on (B)(6) 2020. The rep was told the patient suffered a previous distal femoral periprosthetic fracture of the patient's left knee. No devices were revised, but an axsos 3 distal femoral plate was installed. Rep reported he may be able to find primary and orif dates, but that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for a previous orif performed on the patient's left knee at an unknown date. In reporting a revision of the patient's left knee on (B)(6) 2020. The rep was told the patient suffered a previous distal femoral periprosthetic fracture of the patient's left knee. No devices were revised, but an axsos 3 distal femoral plate was installed. Rep reported he may be able to find primary and orif dates, but that no further information will be released by the hospital or surgeon.